Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Patient suffered skin reaction under the gel pad of the dressing around the PICC exit site. The exit site was red with some necrosis. Skin was prepped with chloraprep and alcohol sani-cloth chg 2%. Patient takes chemotherapy drugs (cisp 15 fr). The dressing was in place for more than 24 hours before the symptoms developed on the day of the dressing change. The symptoms did not occur with the first use of the dressing. A total of three dressings had been used and applied on this patient. The catheter was not removed as a result of this incident. Due to the symptoms, the use of the tegaderm chg dressing was discontinued and instead gauze and iv3000 were used. The patient was given an oral antibiotic. The patient also had an ulcerated anal wound. The outcome of the incident was reported as improving for the skin reaction.